Manufacturer narrative:
(B)(4). Unable to perform the displacement test, prime/seating test, basic occlusion test, force sensor test and dat test or confirm displacement anomaly due to corroded home switch. Unit received with fading serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was experienced high blood glucose. Blood glucose at the time of event was 311 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did not use auto mode feature at the time of high blood glucose event. Based on customer report customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.